Event description:
The customer reported a false positive call in well c6 during a run on (B)(6), 2021. Upon retesting the sample, true negative status was confirmed. The customer was using an applied biosystems¿ 7500 fast pcr instrument (96 well block). The customer did not report any serious injuries or death.

Manufacturer narrative:
During review of the customer supplied data file, thermo fisher scientific identified one false positive (fp) result which was attributed to signal discontinuity. The source of the signal discontinuity is likely instrument or environment-related (baseline issue), but the root cause is still under investigation.

Manufacturer narrative:
During review of the customer supplied data file, thermo fisher scientific identified one (1) false positive (fp) result which was attributed to signal discontinuity. The source of the signal discontinuity is likely instrument or environment-related (baseline issue), but the root cause is still under investigation. Update 28jan2022: follow-up attempts with the customer to obtain additional information surrounding the event were unsuccessful. Thermo fisher scientific reviewed the service history for the three 7500 fast pcr instruments at wvt labs (s/n (B)(6), (B)(6) and (B)(6)) and verified that the instruments were installed on (B)(6) 2020. Service calls are open for preventative maintenance and requalification, but a field service engineer visit has not yet been scheduled. The exact root cause of the signal discontinuity / baseline issue could not be established.